Manufacturer narrative:
Manufacture date 04/06/2016 received.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unknown at this time. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, when performing an instrument inspection in sterile processing, the open spine clamp was observed to be damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.